Event description:
It was reported that during an initial knee surgery, the locking screw would not engage with the tibial plate. It was noted that 4 products were used before finding the correct fit, resulting in 1-2 hour surgical delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI ¿ (B)(4). D11: april 12, 2019 00599404020 - articular surface with locking screw "size green/e f 20 mm height"- 63595966. 00596404017 - lps-flex fxd mld ef/5-6 17mm - 63973924. 00599405117 - articular surface with locking screw "size striped blue/e f 17 mm height" - 63879980. 00597206535 - all poly patella size 35 mm dia. Standard 9.0 mm thickness - 64209118. 00598801212 - stem extension straight 12.7 mm dia. X 30 mm length (combined length 75 mm) - 64172953. 00598004702 - stemmed tibial component precoat - 64217919. 00599401691 - femoral component option - 64119165. 00598801215 - stem extension straight 15mm - 64195724. 00599404017 - articular surface - 63680355. Products have been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Visual examination of the 4 returned articular surfaces identified signs of use (nicked or gouged), all except one of their respective locking screws were returned & undamaged. DHR was reviewed and no discrepancies relevant to the reported event were found. Per nexgen cr, ps, cra, lps and lcck knee package insert, appropriate matching of components will occur when the femoral and tibial baseplate colors and/or sizes are matched to the articular surface label. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age or date of birth: patient is nearly (B)(6). Concomitant medical products: 00599404017 - lcck art surf ef 5-6/grn 17 ¿ unknown. 00596404017 - lps-flex fxd mld ef/5-6 17mm ¿ 63973924. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01843, 0001822565-2019-01846.

Event description:
It was reported that during an initial knee surgery, the locking screw would not engage with the tibial plate. It was noted that 3 products were used before finding the correct fit, resulting in 1-2 hour surgical delay.